Manufacturer narrative:
Section b3: date of event is estimated. Section d6b: date of explant is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-08021. It was reported that after patient had a fall both leads migrated into the battery pocket. Surgical intervention was undertaken wherein the scs system was explanted.